Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular - lv lead failed to disconnect from the guidewire. The guidewire and lead were separated forcefully. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.